Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 288-289 mg/dl; customer alleged an unspecified pump issue as the cause of bg. An infusion set site change was performed and a correction bolus was delivered to address bg; however, bg remained elevated. Customer reverted to alternate insulin therapy.